Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra anchor broke. All the broken pieces were removed from the patient using suction. The procedure was completed with non-significant delay using a smith and nephew back up device. The back-up device was used in the originally drilled bone hole. No further complications were reported. Current patient status is good.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with debris on it and the distal end deformed. No suture material or anchor fragments were returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause for break could not be determined since the reported malfunction could not be duplicated during the investigation, due to the anchor not being returned for evaluation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. The root cause for material deformation has been associated with unintended use of the device. Factors that could have contributed to the failure include unintended inappropriate or excessive force, off-axis insertion, or torsion to the device. No containment or corrective actions are recommended at this time.